Event description:
It was reported that the patient had woken up on the morning of this report in terrible pain. The patient stated that the device had turned off at some point during the night. The patient had reportedly gone to bed with therapy on and confirmed that therapy was off when she woke up. The reporter stated that the patient turned stimulation on and it was set high, but the patient was not getting pain relief. The patient was reportedly feeling pain down the right leg. It was later reported that the following morning, stimulation was back to zero and off. The reporter stated that the patient had been unable to get her pain under control since the first incident. Two days after the initial report, it was reported that the patient experienced intermittent stimulation and a loss of stimulation and therapeutic effect. The patient reportedly experienced pain on the right side of the back and in the right leg. The patient stated that stimulation had been shutting off at random times and resetting the amplitude of all programs to 0.0v. It was noted that impedances were measured with the patient in a ¿lying back¿ position and an ¿upright¿ position. High impedances of greater than 10000 ohms were observed on two electrodes only while the patient was in the ¿lying back¿ position. It was noted that all other positions showed good impedances. It was noted that the patient was reprogrammed and adaptivestim was activated at the patient¿s appointment. The patient reported that stimulation had turned off and reset again following the appointment. Six days later, it was reported that the patient had not been using stimulation for three days prior to the appointment. The patient reported feeling pain along with stimulation. It was noted that the usage history was congruent with the patient¿s reports on stimulation turning off. Stimulation was reprogrammed to achieve new coverage of the back that had not been previously stimulated. The patient reported feeling stimulation and getting relief in all the desired areas due to reprogramming. Two days later, it was reported that stimulation had turned off for the past three nights around 9-10pm. The patient stated that the position did not matter; it happened standing up or sitting down and was usually not consistent. It was reported that the patient had arrived at the appointment in a wheelchair ¿demonstrating and verbalizing pain.¿ the patient stated that stimulation was uncomfortable at previously comfortable adaptivestim upright amplitude levels. The patient expressed dissatisfaction with the system. It was noted that an impedance test revealed no abnormalities. The reporter stated that fluoroscopy revealed lead migration. It was noted that the left lead was down approximately half a vertebral level and the right lead was down approximately one and quarter vertebral levels. The reporter stated that adaptivestim was then turned off and amplitudes were set to zero. Stimulation was turned on and patient did not feel stimulation. Stimulation was then turned off and the patient was given control of when stimulation was turned on and off and selecting programs and amplitudes. The following day, it was reported that the patient experienced no increased feeling of stimulation when using manual mode. The patient only experienced an increased feeling of stimulation when running adaptivestim. It was planned that the patient would use the stimulation in manual mode for approximately one month and report any instances of concern to the health care provider (hcp) and manufacturing representative. Twelve days later, it was reported that the stimulator battery was fully charged, but the patient programmer showed that the stimulator battery was depleted. It was found that the patient programmer batteries were low and they were replaced. Once the programmer batteries were replaced, the programmer properly synchronized and the patient was able to make adjustments. The patient reported that the stimulator was still shutting off on its own. The patient was able to turn it back on and was getting 60% pain relief of the targeted areas for which the stimulator was implanted. The patient reported an increased relief over the trial, which was 50%. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).